Event description:
A nurse called to report that the customer experienced an allergic reaction due to the sensor. The nurse also state that the customer wears the sensors for more than three days. Advised to only wear the sensors for two to three days. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.